Event description:
A distributor in spain reported via a fisher & paykel healthcare (f&p) field representative, that the pressure reading from the rd900 neopuff infant resuscitator would not decrease more than 10mbar. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section d4: UDI is unavailable. Section g4: the rd900asu is not sold in the united states of america (USA) but instead a similar product, rd900aeu is sold in the USA. Therefore, the 510(k) number for rd900aeu (k971695) has been used. Method: the rd900 neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of our product. Results: the customer reported that the pressure of the subject rd900 neopuff infant resuscitator would not decrease below 10mbar. F&p's technician contacted the customer with the recommended inlet flow settings and performance specifications. After adjusting to the recommended settings, the customer confirmed that the device was performing as intended. Conclusion: without the complaint device, we are unable to determine the exact cause of the reported fault. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.